Event description:
It was reported, that during a da vinci-assisted low anterior resection surgical procedure, the maryland bipolar forceps instrument had a frayed cable. No conductor wire issue was reported. The customer replaced the maryland bipolar forceps instrument, with a back-up instrument of the same kind and completed the procedure as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with a bio medical engineer and obtained additional information: the instrument was inspected prior to use with no damages noted. The instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps instrument had a frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have conductor wire insulation damage. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of the conductor wire insulation damage to be related to the customer reported complaint. The conductor wire was found to have insulation damage at the yaw pulley, with the internal wire exposed. The grip tips were manually manipulated, and the instrument passed the electrical continuity test on all attempts. There were no signs of thermal damage. The root cause is attributed to a component failure. The probable root cause of a broken conductor wire is attributed to device design that is susceptible to damage through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction, due to the following conclusion; a bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue, other than intended via the exposed conductor wire. Although, there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Event description:
Refer to h10/h11 for follow-up information.